Manufacturer narrative:
The device was returned to the MFR for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue. During the evaluation, the device failed steps during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator was alarming. The device was not in pt use.